Manufacturer narrative:
(B)(4). Although requested, the hospital's director of risk management indicated that no patient medical records will be provided for this event. Plant investigation is in process. A supplemental report will be submitted upon completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A biomedical engineer requested an on-site evaluation for a 2008k hemodialysis (hd) machine after the occurrence of a patient adverse event. Follow-up information was provided by the director of risk management for the hospital who revealed that a patient "coded" approximately 2.5 hours into the hd treatment. In addition to the 2008k hd machine, the facility was using a fresenius optiflux 200nr dialyzer and naturalyte liquid acid concentrate. The patient was reportedly having trouble speaking, and then after noting that they did not feel well, began to vomit. Approximately 1 liter of normal saline was infused. No machine alarms were generated prior to the incident. The ultrafiltration (uf) fluid removal was noted as being 1916ml. The patient treatment was terminated, the patient was disconnected from the unit, and then brought to the emergency room (ER). The patient expired in the ER. The cause of death is not known. No product malfunctions observed, alleged, or identified during the hd treatment. The patient started hd therapy on (B)(6) 2016 and had 7 treatments as an outpatient. A fresenius regional equipment specialist (res) performed an on-site system evaluation on (B)(6) 2016. The res verified proper operation of the machine and performed the uf problem identification checklist procedure. All tests passed. The machine currently remains out of service. The dialyzer is available for evaluation by the manufacturer. A sample of the acid in use during the treatment is available for analysis and has been requested.

Manufacturer narrative:
Manufacturing investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. On both ends of the dialyzer, between the screw flange and the polyurethane cut surface, coagulated blood was noted. Additionally, no cracks, damage, or irregularities noted to the complaint device. Further examination of the device found that the dialysate/blood ports were undamaged and without defect. The screw flanges were assembled properly and fully engaged onto the housing; the silicone o-rings within the screw flange were seated correctly. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. The dialyzer was bio-hazardous with evidence of blood exposure; therefore, pyrogen, sodium clearance, and performance testing could not be performed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within parameters. The lot passed all release criteria. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. All raw materials were within acceptable parameters and met release criteria. The investigation of the dialyzer product was not able to confirm a device issue which would have resulted in the adverse event. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint has been deemed not confirmed. No medical records were made available; therefore, there is no way to confirm a causal relationship between the optiflux 200nre dialyzer assembly and the patient's death.